Event description:
A report was received stating that the ventilator switched itself off while the patient was being ventilated. The patient was manually ventilated with 100% oxygen and the ventilator was replaced. There was no patient harm. (B)(4).